Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:1627487-2023-02906. It was reported that the patient's scs leads had high impedances. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.